Event description:
The customer reproted that vasoseal was used following a percutaneous transluminal coronary angioplasty/stent procedure. The procedural sheath used was put in place the day before and left in for 24 hrs. There was no measurement taken for the vasoseal procedure. A systemic echography done revealed an occlusion of "sfa." The physician thromboaspirated the collagen. The pt had no clinical signs on 4/18/98 and was discharged.